Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix is over retracted and that is most likely the cause of it not extending at the implant attempt. The distal conductor had blood/body fluid and there was blood in/on the helix mechanism. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.